Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported that the ports of the controller were not aligned. The controller was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of poor mechanical connection could not be confirmed at the bench level. The controller passed visual and functional testing. The controller was functionality tested and the system testing did not indicate any abnormal operation of the controller. Additionally, the controller port connectors were found operating as intended mechanically and electrically. The controller performed as intended at the bench level testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Corrected data: device manufacture date.